Manufacturer narrative:
FDA medwatch reference number: mw5082197. A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the tampons unraveled. She experienced abdominal pain in her left side, nausea, and bloating. She saw her obgyn and an ultrasound was performed that resulted normal. She continued to experience pain in her left side so went to the ER where a vaginal exam was performed and she was diagnosed with an infection. Antibiotics and nausea medication were prescribed and the infection resolved. She has continued to experience abdominal pain.